Manufacturer narrative:
Concomitant medical products: bd 50ml syringe, therapy date: (B)(6) 2015, the customer¿s report that pumps shut off was confirmed. Physical inspection of the device noted a small crack in the module latch at the leaf spring support component. The iui connectors were found to have an insulating film on the gold plated contact pins, and signs of dried white fluid residue on the body of the connectors. Review of the pcu event logs shows that on (B)(6) 2015 at 5:55 am the user programmed syringe module s/n (B)(4) for heparin/ns 2unit/ml at a rate of 1ml/hr, and started the infusion. At 5:58 am a channel disconnect/power loss event occurred that showed the suspect and affected modules being removed from the pcu. The active infusion of heparin/ns on the suspect module stopped infusing at that time. The pcu displayed a channel disconnected screen with associated alarm. A short time later the device was reprogrammed for another infusion of heparin/ns. At 10:05 am a second channel disconnect/power loss event occurred. At 10:07am the system was powered off by the user. At the time of the channel disconnect events the affected syringe module, s/n (B)(4) was not actively infusing. Functional testing was performed on the suspect devices and no channel disconnect/power loss scenarios could be replicated. During testing of the system an issue was observed with the latching of the source syringe module. During this time the channels on the right side would lose power. The root cause of the customer¿s report that pumps keep shutting off is suspected to be an issue with the module latch component. Contaminated iui connectors are also suspected to be a contributing factor of the reported issue.

Event description:
The customer reported "we have had a pump issue. Pump keeps shutting off." Virtually no other information other than the date was provided; there is no report of a patient event and the customer stated "that at this time is all we know ".